Event description:
It was reported that "peel away sheath was broken during procedure." No patient harm was reported. No medical intervention was required. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The report that the peel-away sheath tabs broke off during use was confirmed through complaint investigation of the returned sample. The customer returned one peel-away catheter and lidstock for analysis. No definite signs-of-use in the form of biological material were observed on the sheath. Visual analysis revealed that one of the peel-away sheath tabs was separated from the extrusion. A portion of the proximal end of the peel-away extrusion was still molded to the tab. The point of separation occurred at the distal end of the tab. Microscopic examination confirmed the damage and revealed that the point of separation was not uniform. It was also noted that the peel-away sheath was completely split down the score lines. No defects or anomalies were observed on the score lines nor the other tab. The peel-away sheath body length measured 2 13/16" via calibrated ruler, which was within the specification limits of 2 5/8"-2 7/8" per product drawing. The peel-away inner and outer diameters could not be measured due to the condition of the returned sample. Functional testing could not be performed due to the condition of the returned sample. A manual tug test confirmed that the extrusion was secure to the intact half of the peel-away assembly. R & d indicated that this defect likely occurred during the molding process. The IFU provided with the kit informs the user, "avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis". A device history record review was performed with no relevant findings. Based on the customer report, the sample received, and comments from r & d, the observed failure mode likely occurred during the manufacturing (molding) process. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "peel away sheath was broken during procedure." No patient harm was reported. No medical intervention was required. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).